Event description:
It was reported when the device was used during a laparoscopic anterior resection procedure, the staples didnt' form completely. Another device was used to complete the case. There was no patient consequence.